Event description:
Several protege stents placed on left lower angiogram in 2007. Pt returned 28 days later with acute pain. Angiogram done showing left sfa completely occluded, also found that existing stents had fractured in two places. Area separated was stented with another stent.